Event description:
The following was reported to hamilton medical ag: on machine self check found that the flow sensor self check cannot pass. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).